Event description:
Customer reported that the pump declared an altitude alarm, causing the blood glucose level to rise to approximately 400 mg/dl. A correction injection was administered using multiple daily injections, and there was no need for third-party assistance. Technical support guided the customer to clean the speaker holes to prevent residue build-up, instructed on reconnecting the cartridge, and provided tips to prevent future occurrences. Customer resolved the issue and resumed insulin use with the original cartridge.